Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3x12mm nc trek rx balloon dilatation catheter (bdc) was advanced toward the target lesion, the balloon was inflated up to 16 atmospheres and the balloon ruptured. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional inspections and scanning electron microscopy (sem) were performed on the returned device. The reported rupture was able to be confirmed. The investigation was unable to determine a conclusive cause for the reported balloon rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.